Manufacturer narrative:
Customer returns were not available for evaluation. A review of ticket trending data did not identify an increase in complaint activity related to the customer issue. However, an increase was identified for lot 29131m500 related to patient results. Due to this increase, a study was performed to further evaluate the assay's performance. Accuracy testing was completed using retained kits of reagent lot 29131m500. Acceptance criteria was met, which indicates acceptable product performance. Additionally, an analysis utilizing field data was completed to determine if the median patient values have shifted over time. The analysis showed that the median value has not charged over time and concluded that the reagent lots (including lot 29131m500) read patient results consistently. The limitations of the procedure section of the architect ca 125 ii package insert explains how interferants may impact results. A warning is also included in the architect ca125 ii package insert that ca 125 results with different methods are not interchangeable. No product deficiency was identified.

Event description:
The account stated (B)(4) generated a falsely elevated architect ca125 ii result of 166.0 u/ml which was questioned by the physician. The sample repeated in the normal range using the roche technique and the siemens technique. The sample was repeated again with architect ca125 ii generating elevated results of 163.2 and 164.0 u/ml. Historically in 2013, the patient tested ca125 of 28.5 and 39.9 u/l. The account uses a normal range of <35.0 u/ml for ca125. The patient had ovarian cancer three years ago with chemotherapy and radiation. The patient is currently not receiving any medication. No impact to patient management was reported.

Manufacturer narrative:
Device code: high test results ; (B)(4). A followup report will be submitted when the evaluation is complete. An evaluation is in progress.